Event description:
It was reported that the surgeon states that thin tissue gets stuck on the trocar past orange band. It fires and there are no leaks and no issues, but the trocar doesn't always sit on anvil properly. Procedure: unknown

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? There were no patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There were no changes to post operative care. The surgeon stated that he has experienced problems getting the anvil and trocar to properly connect. We discussed where to grasp on the anvil, avoiding the locking springs, holding the adjusting knob during connection, and all other steps in the odp. He feels thin bands of tissue get hung up on the trocar where it gets wider. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.